Event description:
It was reported a spectrum pump had a "door will not latch" alarm. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported "door will not latch" alarm was reproduced and confirmed through evaluation as a false "close door" message. This condition was caused by a failed lower latch switch. The lower auxiliary assembly (including the latch switch) was replaced.